Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functional testing and pacer stress testing without duplicating the report. The cable accessories and pads used during the event were not returned as part of this investigation. The device was recertified and returned to the customer. Review of the device log shows intermittent ECG lead fault and pads lead fault messages. A lead fault is not indicative of a device malfunction, but of poor coupling between the patient and electrodes. Once the lead fault condition was resolved, the device was able to pace as normal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.